Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The healthcare professional reports that upon implantation of the iol into the eye he observed a superficial imperfection on the underside of the lens and remarks that the imperfection is unusual staggered pattern.

Manufacturer narrative:
The ref (B)(4) has been allocated to this event by rayner intraocular lenses limited. The c-flex aspheric 970c iol subject to this report remains implanted. The healthcare facility reports that the pt was not injured as a result of this event. The superficial imperfection is reported not to be in the visual axis. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol batch (february 2013) was conducted to order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4). The c-flex aspheric 970c iol is not available to rayner for analysis. Without the ability to examine the device a failure mode and root cause are extremely difficult to ascertain.